Event description:
The customer contacted reported that during routine testing between pt use at the user facility, it was noted the ground prong on the ac power cord plug was loose. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.